Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt c/o dizziness and was hypotensive one hr into the treatment. He was given 850 ml of saline and treatment was discontinued. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 2.5 kg. There was no serious injury or illness.